Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification due to the device being received inoperable due to "door not fully latched" alarms. The door alarms were confirmed and determined to be caused by failed link screws. The failed link screws were replaced.

Event description:
It was reported that a device had a door that could not fully latch. It was also reported that there was no patient injury.